Event description:
N/a.

Manufacturer narrative:
The xenon light source (00mlx) was returned for evaluation: failure analysis: the lens, cables and connections inside of unit were checked, and no issues were found. No dust or debris was observed and all lenses were in place. No manufacturing, workmanship, or material deficiency has been identified. Root cause: the returned 00mlx light source passed testing. The issue of melting could not be duplicated. The reported issue may be the result of an improper cable. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the headlamp cable melted at storz turret head. Testing found unit gets over 180 degrees at turret, setting lamp to 100% output. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.